Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system and the external power cord was returned. There was no obvious damage to the device. No residue was present. There was light and sound indicating function with the returned pcba. Once the device was disassembled, there was a small amount of residue on the base and the rim. Inside the device, there was mild residue and light corrosion on the returned pcba. There was also a small amount of brown and cream-colored residue in the inner tubing next to the motor. The reported event is addressed within the labeling as it states: place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. The following troubleshooting information for symptom "the device is on but is not suctioning properly": 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter "replace the canister and tubing for each patient according to useful life: every 60 days, whichever is sooner. If you notice any of the following, replace immediately": ¿ canister or tubing has residual urine build-up.. ¿ canister or tubing appear cloudy. ¿ canister or tubing appear discolored. ¿ canister becomes cracked. ¿ tubing becomes torn. ¿ purewick external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. As of 26feb2026, the lot number and associated DHR file is not available. Therefore, the DHR review, batch number and expiry date are not needed. If/when the lot # is received, the file will be reviewed and updated accordingly. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called stating the unit still not suctioning and he purchased a new kit. Asked to do the troubleshooting and water test and he was not by the unit. Informed him that he can give us a call back once he is by the unit and we can do the water test over the phone.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Dfmea #ra0301710 rev #11 was reviewed for this investigation. The reported event is addressed in step #1.02. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Baw0338931 rev 2, was reviewed for this investigation. The reported event is addressed within the labeling as it states, initial setup: 3. Place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 4. Plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. 5. Place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. 6. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. 7. Turn on the purewick¿ urine collection system by pressing the on/off switch. The purewick¿ urine collection system is working when the switch lights up green and the device makes a soft humming sound. 8. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). The system is now ready for use. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called stating the unit still not suctioning and he purchased a new kit. Asked to do the t/s and water test and he was not by the unit informed. He can give us a cb once he is by the unit and we can do the water test over the phone.

Event description:
It was reported that the customer called stating the unit still not suctioning and he purchased a new kit. Asked to do the t/s and water test and he was not by the unit informed. He can give us a cb once he is by the unit and we can do the water test over the phone...

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.